Manufacturer narrative:
Reporter phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated potassium result generated on an architect c16000 analyzer for one patient. The initial result = 7.25 mmol/l, repeat result by another method = 4.15 mmol/l. The customer reference range is 3.5-5.3 mmol/l. The customer inspected the instrument and found the second and third probes of the wash station were slightly obstructed and were not quite normal when priming fluids. They cleaned the probes and repeated the sample. The result was 4.09 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The abbott application specialist asked the customer to clean the cuvette washer nozzles and the customer found an obstruction in the second and third wash solution nozzles. The issue was resolved by cleaning the nozzles. No additional discrepant result issues have been reported since the nozzles were cleaned. Part number 2-89270-01 nozzle pairs 2-3, wash solution (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the product monitoring review for clinical chemistry systems found no systemic issues or trends for the issue associated with this ticket. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. A review of historical data associated with the nozzle pairs 2-3, wash solution (rohs) did not identify any trends, nonconformances, or potential nonconformances. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect c16000, c1601995, was identified.